Manufacturer narrative:
Device serial number and manufacture date are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a staff member used a led flashlight to help with illumination while looking through the optia view port of the centrifuge. The led light reflecting back from the glass port, caught the staff¿ right eye, causing visual injury. Patient weight is unknown at this time. Per the customer the patient is seeing their md at this time and the outcome is unchanged.

Manufacturer narrative:
Device serial number and manufacture date are not available at this time. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was stated that no medical intervention was provided to date. There is no evidence of medical intervention provided to reverse an issue with the eye or prevent further escalation of declining health. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that a staff member used a led flashlight to help with illumination while looking through the optia view port of the centrifuge. The led light reflecting back from the glass port, caught the staff¿ right eye, causing visual injury. Patient weight is unknown at this time. Per the customer the patient is seeing their md at this time and the outcome is unchanged. No medical intervention was required to date.